Event description:
Zenith device deployed as planned. Main body graft was noticed to have slid down slightly - physician was able to slide the device upward, and deployed the suprarenal stent. Post deployment, graft was observed to have slid distal at 1.5 centimeters. Final angiogram revealed a proximal type I endoleak. Main body graft was re-ballooned, endoleak still persistent. Main body extension was then deployed and ballooned. Endoleak still persistent. Another manufacturer's stent was then selected to be deployed at the proximal portion of the main body. During the attempt to deploy the stent, the stent slid off the balloon, flared and slid upward. Physician then ultimately inflated a balloon inside the stent above the graft in the thoracic-lumbar aortic region. Re-ballooned aortic neck at the infrarenal seal multiple times. Endoleak noted to have diminished. Decision was made to conclude procedure and re-image the pt at a later date to determine if further intervention is needed.